Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26 mm sapien 3 valve by tf approach in the aortic position, the delivery system balloon burst during deployment. The commander delivery system was withdrawn into the sheath where it got stuck and both devices were retrieved together. Another sheath was placed and the valve was fully inflated with a 25 mm balloon. The result was successful with no negative outcome for the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted through the full loader assembly with the balloon stuck inside the seals of the esheath. The devices were separated for decontamination and evaluation. Upon visual inspection, a circumferential balloon burst was observed on the inflation balloon. There does not appear to be any missing pieces of the balloon. No applicable functional testing was able to be performed due to the condition of the returned device (balloon burst). Balloon single wall thickness measurements were taken with a digital blade micrometer. Wall thickness being out of specification could contribute to the complaint event. Measurements meet the specification for the calculated single wall specifications. A DHR review did not reveal any issues that may have contributed to the reported event. A review of lot history revealed no additional complaints for ¿balloon- burst¿ or ¿delivery system- withdrawal difficulty- through sheath¿. A review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for the trend categories of ¿balloon burst¿ and ¿withdrawal difficulty.¿ no IFU/training manual deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints for ¿balloon burst¿ and ¿delivery system - withdrawal difficulty- through sheath.¿ the complaint for balloon burst was confirmed based upon the visual inspection of the returned device (balloon burst) as a circumferential tear was observed on the inflation balloon. However, no manufacturing non-conformities were identified during the investigation. Based on past complaint histories, patient factors may have contributed to the balloon burst. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. As reported, the balloon was burst at the time of inflation, indicating that calcification may have present and punctured the balloon. The results of this technical summary further supports the suspected root cause of patient factors (calcification). Based on the condition of the returned device, the complaint for ¿delivery system - withdrawal difficulty through sheath¿ was confirmed. However, no indication of a potential manufacturing nonconformance was identified the reported condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath, as the balloon component can drag or catch onto the sheath distal tip during retrieval. The liner bunching, distal tip damage, and partial delamination noted on the sheath, indicate that the balloon likely because stuck on the distal end of the sheath during withdrawal. When withdrawal difficulties were first encountered, additional pull force was likely applied to the delivery system in order to retrieve it. The likely led to the damage noted on the esheath. Based on the available information, the combination of patient and procedural factors likely contributed to the reported retrieval difficulty. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformance were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances were identified in the product evaluation and the ¿balloon burst¿ and ¿withdrawal difficulty¿ failure modes do not exceed the complaint trending control limits, a pra is not required.